Manufacturer narrative:
Customer returned (1) broken surgical tip size 1. Using microscope visually checked instrument. Instrument was broken at the tip bend. No manufacturing defects or abnormalities noted on the instrument. Due to the condition in which the instrument was returned no further testing can be performed. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. Root cause of breakage cannot be determined.

Manufacturer narrative:
There has been a previous report received where this malfunction with a similar device resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a proultra surgical tip broke during use; no injury resulted.